Manufacturer narrative:
New code request has been submitted for stuck in stent. Device available for eval, the device is anticipated, but has not been received.

Manufacturer narrative:
Correction: device avail. For eval and returned to MFR. A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found for stuck in stent in the lot. Inspection of the returned catheter revealed the distal tip assembly was broken off when received. The catheter was returned in three pieces. First piece, the distal tip end, measured 3.6 cm long, the second piece measured 3.0 cm and the rest of the catheter measured 163.9 cm long. Visual inspection of the returned catheter revealed a kink and deformed imaging window in the broken distal tip assembly likely resulting from efforts to remove the catheter from the stent. The guidewire exit port was lifted. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Imaging core wind up in the telescope assembly was observed during visual analysis. Wind up, a design issue, is a result of the imaging core being constrained which breaks the signal pathway leading to the loss of image. A sample of the device was sent to an outside vendor for oxidation analysis. Based on the information gathered, high levels of oxidation at the surface and throughout the tested sample were noted. The device labeling and directions for use (dfu) contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description, the observed damage of the returned device, dfu review and the anatomical and procedural factors encountered during the procedure, the cause of the stuck in stent has been determined to be operational context. The cause of the fragile tip detachment has been determined to be oxidation of the catheter which causes embrittlement, increasing the likelihood of tip detachments of this nature. A root cause of design was assigned.

Event description:
Percutaneous coronary intervention (pci) was performed in a lesion in the proximal left anterior descending (lad) artery. Rotational atherectomy was performed and a stent was implanted. The intravascular ultrasound (ivus) catheter was used to image the stent placement. The ivus catheter crossed the lesion and imaged properly noting the stent was well apposed; then the image went blank. Resistance was felt when removing the ivus catheter as it had become stuck on the stent. The ivus catheter was successfully removed along with the guidewire simultaneously. Upon removal, it was noted that the distal end of the ivus catheter was kinked. The patient status was reported as "ok".

Manufacturer narrative:
Entrapment of device or device component. Add'l MFR narrative: the product was not returned to the manufacturer for evaluation; therefore, product inspection could not be performed. A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found for stuck in stent in the lot. The device labeling and directions for use (dfu) revealed these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the reported event description, dfu review and the anatomical and procedural factors encountered during the procedure, the cause of the stuck in stent has been determined to be due to operational context.

Event description:
Percutaneous coronary intervention (pci) was performed in a lesion in the proximal left anterior descending (lad) artery. Rotational atherectomy was performed and a stent was implanted. The intravascular ultrasound (ivus) catheter was used to image the stent placement. The ivus catheter crossed the lesion and imaged properly noting the stent was well apposed; then the image went blank. Resistance was felt when removing the ivus catheter as it had become stuck on the stent. The ivus catheter was successfully removed along with the guidewire simultaneously. Upon removal, it was noted that the distal end of the ivus catheter was kinked. The patient status was reported as "ok".

Event description:
Percutaneous coronary intervention (pci) was performed in a lesion in the proximal left anterior descending (lad) artery. Rotational atherectomy was performed and a stent was implanted. The intravascular ultrasound (ivus) catheter was used to image the stent placement. The ivus catheter crossed the lesion and imaged properly noting the stent was well apposed; then the image went blank. Resistance was felt when removing the ivus catheter as it had become stuck on the stent. The ivus catheter was successfully removed along with the guidewire simultaneously. Upon removal, it was noted that the distal end of the ivus catheter was kinked. The patient status was reported as ''ok.''